Event description:
It was reported that insulin from the reservoir was leaking during normal use. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected three randomly sealed reservoirs. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. All three reservoirs passed per specifications. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Inspected two opened and used reservoirs. Performed manual prime and high pressure test. Ran priming in insulin pump. Both reservoirs passed per specification. No leakage anomalies were observed during analysis. Checked o-rings for defects and none were found. Reservoirs connected and locked in place properly.